Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that knife blades are regularly met with resistance while trying to make the first incision during surgery. Alternate knives have been obtained to continue and complete the procedures. There has been no impact to any patient. Additional information has been requested, but confirmed to be unavailable.

Manufacturer narrative:
The final customer lot was identified and a device history record review for the lot was conducted. No anomaly was found during the device history record review and the product was released based on the manufacturer¿s acceptance criteria. A complaint history examination indicates that one additional complaint was associated with the reported lot. Because no sample was returned and the device history record (DHR) review of the identified lot number was released according to the manufacturer¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Some potential poor cutting conditions may occur when the blade contacts a hard surface such as the blade protector tray when the product is improperly removed or inserted after use, from improper handling or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
The customer's identified lot number information was updated. A review of the related device history records (DHR) for the identified lot number has been performed and no anomalies were found. A complaint history examination revealed that three similar complaints have been associated with the reported lot number. (B)(4).